Event description:
The customer was hospitalized for low blood sugars. The customer stated that they received an alarm and was able to clear alarm. The customer reprogrammed pump and self test was ok. The customer was advised to monitor the pump and blood sugars closely.